Manufacturer narrative:
(B)(4)

Event description:
The customer reports the catheter separated from the swg (spring wire guide). The swg remained in the patient. No migration of the catheter. All the device was removed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the catheter separated from the swg (spring wire guide). The swg remained in the patient. No migration of the catheter. All the device was removed.

Manufacturer narrative:
(B)(4). The customer returned a single lumen catheter and an assembled box clamp for evaluation. Both components showed evidence of use and the box clamp was returned separate from the catheter body. The guide wire was not returned. Visual examination revealed that "16 ga x 16cm" was printed on the extension line. This is not consistent with the catheter that is supplied in the part number reported by the customer (14ga x 8"); therefore, it appears the returned catheter does not match the reported parts. Evidence of use was observed on the catheter and box clamp but no defects or damage were observed. Visual examination of the guide wire could not be performed as it was not returned for evaluation. The catheter tip inner diameter measured 0.038" and the catheter body length measured 16.3 cm; both of which are consistent with dimensions for standard 16ga x 16cm catheters. Standard teleflex 16ga x 16cm catheters are sold in kits with 0.032" guide wires. A lab inventory 0.032" guide wire was able to pass through the catheter distal tip and advanced through the entire catheter with minimal resistance. The catheter was flushed with water using a lab inventory 10ml syringe and functioned as expected. The customer did not provide a lot number; however, a potential lot was determined based on the reported part number and a sales history review for this customer. A device history record review was performed on the guide wire and catheter from the potential lot and no relevant issues were identified. The customer report of guide wire damage during use could not be confirmed through evaluation of the returned sample. The customer returned a catheter (guide wire was not returned) which did correspond to the catheter supplied in the set reported by the customer. No damage or defects were identified with the returned catheter. A device history record review was performed on the reported part and no relevant findings to indicate a manufacturing issue were identified. Based on the discrepancy between the report and returned catheter and the fact that the guide wire was not returned, the probable cause could not be determined for this complaint issue. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports the catheter separated from the swg (spring wire guide). The swg remained in the patient. No migration of the catheter. All the device was removed.